Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: there were call service alarms observed in the pump histories. Moisture was visible in the display. Unrelated to the original complaint, all of the buttons on the keypad were unresponsive. The keypad was removed and contamination was found under all of the button contacts. Also unrelated, there was crack in the battery compartment and at the corner of the display. The leak test confirmed the battery compartment leak. The pump was opened and moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.